Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 806060, and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher one time. The last repair was (B)(6) 2008 where it was reported that the screws need replaced and recalibrated and the roller, worn side plates, worn bushings, damaged comb, gears, and damaged hardware were replaced, the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on january 8, 1993, and is over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed damage to the roller, gear, hinges, and side plates. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the device having a bent comb. The 1.5:1 ratio cutter and a 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the device had a bent comb and the 1.5:1 ratio cutter and 2:1 ratio cutter both produced incomplete cuts and were deemed non-repairable. While during the initial inspection it was noted that the device had a bent comb, it is unknown with the information provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over (B)(4) years old and has not been previously repaired by zimmer biomet since july of 2008. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher did not perforate the graft during surgery; however, the graft was useable and an additional graft was not required. No patient involvement. No adverse events have been reported as a result of the malfunction.